Event description:
A distributor ((B)(4) supplier) states his customer (physical therapist) has had 5 patients burnt from the combination device. The patients were burned while receiving if treatment from this device. This patient is reported as having not felt any discomfort during treatment - the burns were noticed later. The device involved with this event was returned to (B)(4) on 7/18/2017, and evaluated on 7/19/2017 - the customer's complaint could not be duplicated from a review of the returned device. The returned device's power cord had duct tape wrapped around it on the end that plugs into the unit - the power cord made the unit randomly shut off - the returned unit was tested with a sample power cord. The device was tested for product performance, and was determined to fall within the manufacturer's specifications for stim, as defined in the product's user manual.